Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue occurred during use on the patient. Initially reported frontal tip irrigation holes blocked. Surgery delayed by 5 minutes due to the reported event. Replaced the catheter. The procedure was completed successfully. No patient consequence. Additional information was received on 28-mar-2024. The issue was noted during the device being used on the patient. There was no error, impedance increase was noticed and then flushed outside of the patient. The correct catheter settings were selected on the generator. The pump was not switching from low to high flow during ablation. This event was originally considered non-reportable, however, bwi became aware that the irrigation issue occurred during use on the patient on (B)(6) 2024 and have reassessed the event as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Initially reported frontal tip irrigation holes blocked. Replaced the catheter. The procedure was completed successfully. No patient consequence. Additional information was received. The issue was noted during the device being used on the patient. The investigation was completed on 21-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature and impedance tests, and pump and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31089050l and no internal action related to the complaint was found during the review. The high temperature and the irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions that should be considered: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion; the temperature sensor is used to verify that the irrigation flow rate is adequate; inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).